Event description:
The account alleged that the head function runs up unintentionally.

Manufacturer narrative:
The account isolated the issue to the right siderail and replaced the caregiver pc board to repair the bed.